Event description:
The hp called baxter for assistance and stated that he didn't feel well with stomach problems for the past week. The hp stated that he wanted to end therapy and go to the hospital. On (B)(6) 2011, a baxter clinician contacted the peritoneal dialysis nurse (pdrn) who stated that the hp was hospitalized (B)(6) 2011 - (B)(6) 2011 with bacterial peritonitis. Treatment initiated on (B)(6) 2011 was cefazolin 1gm intraperitoneally (ip) daily which had continued at home after discharge until (B)(6) 2011. The pdrn stated that the hp had recovered completely. The pdrn could not give a causality statement because the origin of the peritonitis was unknown by the hp and the pdrn, but she stated that the baxter products were unrelated.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number (11c23h25) with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. Additional investigation is being conducted through (B)(4).

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis event is unknown the sample was not requested. Should additional information become available, and/or upon conclusion of baxter's investigation a follow-up report will be submitted. This is the second of four reports associated with this event.